Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information available at this time.

Manufacturer narrative:
UDI-(B)(4). Complaint sample was evaluated and the reported event was confirmed. The box was returned for evaluation. Visual inspection confirms there is debris inside of the packaging. The seal was still intact. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported event occurred during the manufacturing process. The work instruction provides adequate detail instructing the operator to look for any contamination. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.